Event description:
Additional information received reported that x-rays were taken, and the neurologist believed that the lead was fractured. A manufacturer representative was not aware of any taken or planned interventions, and the patient outcome was unknown.

Manufacturer narrative:
Ins model 7426, serial # (B)(4), implanted: 2009 (B)(6), explanted: unknown, programmer model 7438, serial # (B)(4), lead model 3387s-40, serial # (B)(4), implanted: 2009 (B)(6), explanted: unknown, lead model 3387s-40, serial # (B)(4), implanted: 2009 (B)(6), explanted: unknown, extension model 7482a40, serial # (B)(4), implanted: 2009 (B)(6), explanted: unknown, extension model 7482a40, serial # (B)(4), implanted: 2005 (B)(6), explanted: unknown.

Manufacturer narrative:
Programmer: lead: model 3387s-40, lot# v296972, implanted: 2009 (B)(6), explanted: unknown, lead: model 3387-40, lot# j0527488, implanted: 2005 (B)(6), explanted: unknown, programmer: model 7438, serial# (B)(4).

Event description:
It was reported that the patient had not been experiencing a lot of therapeutic benefit prior to a fall. High impedance readings were now present on one side. When the patient fall, she had hit on the opposite side of where the open circuit readings were appearing. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-00024